Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. After release, the physicians noted that the mitral shoulder relaxed and dropped into laa. There were no leaks noted around the closure device after the shift, however the device no longer met position portion of pass criteria. The closure device was left in place, and the patient will be evaluated at the 45 day follow up transesophageal echocardiography (tee). The patient remained stable throughout the procedure with no injury reported.